Event description:
It was reported that the patient had to use her recharger because the programmer was not functioning. The patient was not able to make an adjustment with the antenna attached, and felt no stimulation. When the patient used her programmer without the antenna she was able to establish communication with her ins and confirmed that the ins was off. The patient turned the ins back on. It was noted that the patient had been able to fully charge her ins three days ago.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead model 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial# (B)(4).